Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to an unspecified issue, a sensor session stopping occurred. Data was evaluated and the allegation was confirmed as a loss of connection over an hour was confirmed. The probable cause was determined to be a loss of connection over an hour. The probable cause was determined to be potential patient misuse as the patient closed the mobile app. The reported event of a sensor session stopping due to an unspecified issue, is reportable based on the finding of a loss of connection over an hour. No injury or medical intervention was reported.